Manufacturer narrative:
The initial reporter email address is currently unknown. A gfe has been opened to request this information. If the email is obtained in the future, a supplemental report can be submitted accordingly. This supplemental 01 - updated do since the device was explanted and returned for analysis. Additionally, the initial reporter email (e1) in the field initial reporter title was populated.

Event description:
It was reported that an insertable cardiac monitor (icm) device reportedly reached its recommended replacement time (rrt) battery status earlier than expected, failing to meet its projected longevity. Upon evaluation by technical service, it was confirmed that the icm depleted prematurely. Review of the device's performance showed that the battery voltage was initially low, just above the implant limit, and continued to deplete steadily throughout the implant duration. It is recommended that the icm device be replaced and returned for a comprehensive physical analysis to identify the root cause of the premature depletion. No adverse patient effects have been reported. The icm remains implanted at this time. The icm was explanted and replaced with a new icm device, and it has been returned for analysis.

Manufacturer narrative:
The initial reporter email address is currently unknown. A gfe has been opened to request this information. If the email is obtained in the future, a supplemental report can be submitted accordingly.

Event description:
It was reported that an insertable cardiac monitor (icm) device reportedly reached its recommended replacement time (rrt) battery status earlier than expected, failing to meet its projected longevity. Upon evaluation by technical service, it was confirmed that the icm depleted prematurely. Review of the device's performance showed that the battery voltage was initially low, just above the implant limit, and continued to deplete steadily throughout the implant duration. It is recommended that the icm device be replaced and returned for a comprehensive physical analysis to identify the root cause of the premature depletion. No adverse patient effects have been reported. The icm remains implanted at this time.